Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding decreased range of motion involving a triathlon insert component was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the component was not returned for evaluation. Medical records received and evaluation: medical review of the records provided indicated that the principal failure mode of this case is procedure-related as caused by arthrofibrosis of the arthroplasty post surgery. The bearing and patellar component were exchanged to improve rom by improving the motion space of the knee in conjunction with extensive debridement, scar tissue removal and a patellar release. No information to suggest that device-related aspects have played any role, such issues have no place in stiffness failure scenario¿s. From the patient-related perspective there is virtually no information. Body weight was excessive with a bmi of 35 indicating obesity although such is not very relevant for the current failure mode. This pi case is not device-related. Device history review: review of the DHR was satisfactory. Complaint history review: chr review confirmed that there are no other similar events reported for the lot. Conclusions: the reported event relates to the patient having decreased range of motion and pain. Review of the medical records provided indicated that the principal failure mode of this case is procedure-related as caused by arthrofibrosis of the arthroplasty post surgery. The bearing and patellar component were exchanged to improve rom by improving the motion space of the knee in conjunction with extensive debridement, scar tissue removal and a patellar release. No information to suggest that device-related aspects have played any role, such issues have no place in stiffness failure scenario¿s. From the patient-related perspective there is virtually no information. Body weight was excessive with a bmi of 35 indicating obesity although such is not very relevant for the current failure mode. This pi case is not device-related.

Event description:
It was reported that the patient had a tibial bearing poly swap due to stiff knee. The patella was swapped too.

Event description:
It was reported that the patient had a tibial bearing poly swap due to stiff knee. The patella was swapped too.